Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays were taken but did not reveal any anomalies. However, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2017. A new lead was added to the scs system. It was found that the existing lead had migrated, therefore, it was repositioned. The issue was resolved by the surgery.